Event description:
It was reported that a patient experienced a disconnection of their transfer set during use of a homechoice device. The patient was connected to the homechoice during dwell two of five. During the troubleshooting, it was determined that the patient did not properly secure the transfer set. It was also determined that the patient reconnected to the homechoice after being disconnected. The technical service representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. A disconnection had occurred between the transfer set and the patient line which was due to the patient not connecting them securely. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.